Event description:
It was reported that the patient was suddenly no longer able to hear with his device. Testing was performed showing 2 channels ok and 10 channels showing high impedances. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.